Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report missing sensor wire on (B)(6) 2014. The patient did not report injury or medical intervention.